Event description:
It was reported that several surgeons have experienced surging during phacoemulsification and these surges have caused breaks in the capsule and vitrectomies needed. No patient information or number of incidents was provided.

Manufacturer narrative:
Upon inspection and analysis of the unit the field service engineer (fse) was unable to duplicate the reported issue. Fse verified all vacuum calibrations were within specifications. No errors were found in the error log. Checked unit in multiple doctor settings and found no problems with surging. Fse installed 3.06 software. Verified all settings, completed system checkout, verified all modes of operation and all calibrations and the unit complies with all amo specifications. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.